Event description:
Contact reports that a patient who was implanted with concorde cage in 2005 had experienced post-op migration (posterior) of the device. The surgeon has been monitoring the patient but has taken no action to date. Patient has recurrent leg pain. The case was a 2-level posterior fusion. As surgical intervention may be required, an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusion can be made at this time, based on the information provided, it appears that surgical technique may have been a contributing factor.